Event description:
During pump replacement, the catheter was not cleared of drug. A priming bolus of the pump tubing was done after the new pump was connected to the catheter. The pt experienced an overdose with a symptom of lethargy. The pt was admitted to the hospital. The device sys was used to deliver compounded baclofen (5000 mcg/ml). The dose was 2750 mcg, but was decreased to 1000 mcg. As of (B) (6) 2010, the pt was "doing fine".

Manufacturer narrative:
(B) (4).